Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Five samples were returned for review with four of the samples returned sealed. The opened sample was reviewed by the analyst and breakage of the catheter was confirmed. The breakage area was examined under a microscope and the edges of the catheter were straight and not jagged. Damage to the strain relief was also observed causing it to be off center from the catheter hub. A definite root cause for the breakage could not be established with confidence. Possibly the catheter was inadvertently cut or tape strips were placed on the catheter tubing. The IFU instructs, "to never place tape strips on catheter tubing. This will compromise the strength and integrity of the tubing. Since there is a possibility the breakage was the result of an event within the user environment, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
¿I have several reports now of these lines breaking with in days of placement and they were finally able to identify the lot number.¿ ¿while there was no ¿harm¿ to the patient these incidents delayed care and required further invasive procedures to place new lines putting the patients at risk for infection with the break on the line and creating a new access point.¿

Event description:
¿I have several reports now of these lines breaking with in days of placement and they were finally able to identify the lot number.¿ ¿while there was no ¿harm¿ to the patient these incidents delayed care and required further invasive procedures to place new lines putting the patients at risk for infection with the break on the line and creating a new access point.¿

Manufacturer narrative:
It is unknown if the sample will get returned or not. Argon has not received the sample for investigation yet. A follow-up report will be provided once the device has been received and reviewed.